Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
It was reported that the vns patient developed an abscess at his generator incision site following generator replacement surgery on (B)(6) 2014. Review of manufacturing records confirmed sterilization for the generator prior to distribution.